Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Customer suspected bg was due to the infusion set; however, no issues were observed with the product after it was removed. Bg did not lower. Manual insulin injections were administered to address bg. Recommendation was made for customer to discuss event with their healthcare provider.